Event description:
When they started the priming phase a loud noise occurred and bowl wobbling was observed. Priming was stopped and the bowl was changed out. The second bowl experienced the same problem and was changed out. Inspection of the bowls revealed that the bottom rings of the bowls were distorted. It was assumed that the bowls were not inserted completely onto the plate due to the distortion.

Manufacturer narrative:
(Initially this incident was considered a non reportable event. After receiving and analyzing similar complaints, at the end of 07/06 sorin group recognized there were potential risks for releasing particulates into the processed blood. In addition the delay in reporting was due MFR's misunderstanding about the need to notify FDA of events involving product not distributed in the us. Product catalog no. Cod.745c/225 is not distributed in us. However, catalog no. (Ws225c) is sold in the us and is similar to that sold in other countries. Cod.745c/225 does contain the component that is involved in the us field correction; therefore, a medwatch report was determined to be appropriate. Date that the MFR, sorin group, became aware of another incident where the condition present in this lot of product led to degradation of the seal area material and release of particles into the processed blood. The product involved was returned and visually and dimensionally inspected. The inspection found a defective coupling angle between the centrifuge mounting ring and the bottom of the bowl. Additional eval was performed on the wash sets in the bracket that included this lot. That evaluation included performance testing and revealed that if the bowl cannot be inserted into the centrifuge in accordance with the IFU, there is a risk that the bowl's rotating seal area could deteriorate during operation, releasing particulates into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a manufacturing process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by sorin group. Sorin group completed a risk assessment that lead to a field notification that included the product sold in the us. The field notification in the us was conducted by cobe cardiovascular, inc., the distributor of the us devices.